Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope's nozzle exhibited foreign objects. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection; the following reportable malfunction was identified during the device evaluation: the nozzle exhibited foreign objects. Based on the results of the investigation, the definitive root cause of the foreign material remained in the device could not be determined. The event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in the gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in the gif/cf/pcf-290 series reprocessing manual, chapter 5: reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.